Manufacturer narrative:
The reason for this revision was to remedy an unstable joint after 2.9 years of patient use. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records show no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the 51st complaint for this part number: 23 due to dislocation, eight due to infection, six for dissociation, four due to a loose joint, two fractures, two for pain, one for limited range of motion, one due to trauma, one non-assembly, one due to wear, and one for a clicking noise. This is the first complaint for this lot number. The root cause for the unstable joint was most likely due to the patient falling. There is no information reported that showed a material, design, or manufacturing problem with the product. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - the pt fell and dislocated their reverse shoulder prosthesis. As a result, they became unstable. The surgeon revised the humeral shell, liner, and head.